Event description:
It was reported that during a port placement procedure via the right internal jugular vein approach, the flushing was allegedly not possible. It was further reported that the non-core needle was clogged with blood. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp MRI implantable port, one syringe with a straight angle non coring needle loaded onto it and one straight angle non coring needle were returned for evaluation. Visual, microscopic, functional evaluations were performed on the returned device. However the investigation is inconclusive for the reported flushing issue and clogged right angle non coring needle issue as the right angle non coring needle was not returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein approach, the flushing was allegedly not possible. The procedure was completed using another device. There was no reported patient injury.